Event description:
It was reported that the user experienced hyperglycemia after noticing insulin in the cartridge compartment, suggestive of a leaking cartridge, and performed cartridge and infusion site changes while continuing to run high before trending downward. Symptoms included elevated blood glucose with a reported peak over 400 mg/dl for approximately three hours without ketone testing, back-up therapy, or medical intervention. Outcomes included no injury, no need for assistance, and no hospitalization. Investigation included customer support troubleshooting and education with follow-up monitoring of glucose trend. Investigation of this case revealed evidence consistent with a cartridge leak and an effective resolution after a full site change. It was concluded that the event was related to a cartridge integrity issue that led to under delivery until the site and cartridge were replaced.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.